Event description:
Boston scientific received information that during a wound check due to pelvis surgery, this patient experienced a syncopal event. The patient¿s pulse was in the 30¿s. A review of the device data did not identify any corresponding episodes. The presenting data was showing atrial fibrillation (af) with ventricular pacing with capture at rates in the 70¿s and the patient has been in af since the last interrogation. The patient also stated that she did have a hiccup sensation which her physician stated was diaphragmatic stimulation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant stated that for rates to be in the 30¿s, either loss of capture would have to occur in both the right ventricle (rv) and left ventricle (lv) or pacing inhibition due to noise. The consult transmission didn't show any evidence of either however further evaluation may be needed to further assess the system. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.